Event description:
The customer reported that the ventilator alarming low inlet o2 while on a pt on nppv mode. The ventilator was removed from the pt and the pt was placed on another ventilator, there was no harm to the pt.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the muffler. Visually inspected muffler housing assembly and found reported crack on to points of screw inserts on muffler assembly. Findings/root-cause: reported problem was duplicated and isolated to screw holding turbine assembly.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service technician is anticipated but has not yet begun.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on 10/29/2015: model number. Additional information: (B)(4).